Event description:
It was reported that 7 pressure rated ext sets bonded ss 8.5 would not draw blood due to flow issues/blockage. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that the extension set will not draw blood."

Manufacturer narrative:
H6. Investigation: three used samples (model #22003e-07) were returned by the customer. It was reported that the extension set will not draw blood. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid path of one sample was open and that sample was able to be flushed. The failure was unable to be replicated in that sample. The fluid paths of 2 samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. A device history record review for model 22003e-07 lot number 20109565 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA#1998036 has been initiated. 10 unused samples (model #22003e-07) were returned by the customer. It was reported that the extension set will not draw blood. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid path of one sample was open and that sample was able to be flushed. The failure was unable to be replicated in that sample. The fluid paths of nine samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 pressure rated ext sets bonded ss 8.5 would not draw blood due to flow issues/blockage. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that the extension set will not draw blood."